Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were visual indication of particulates around the catch post area and within cassette compartment. The cycler underwent a voltage check and passed. There was no power failure encountered. A functional/display test failed. The screen is dimming. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board and is failing. A known good inverter board was installed, and the display dimming was confirmed. Removed functioning inverter board from the touch screen at the completion of the investigation. A fifteen minute self-test/treatment simulated treatment was performed and completed without any failures or problems. The performed tests are all in specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler powered down during step 1 of setup of their peritoneal dialysis (pd) treatment. The power cord was properly plugged in. There were no recent power outages in the home or in the area reported. There was no light on cycler buttons when the power switch was turned on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.